Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2004. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started around a year later. This is a list of my side effects and symptoms that I have experienced due to essure. Weight gain, severe bloating, longer periods, very heavy periods with large blood clots, dull pelvic pain daily, painful periods, hair loss, headaches and dizziness. I have had the following surgeries scheduled due to essure: hysterectomy the device is still inside of me as of now.